Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.